Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was hearing audible alarms only when connected to the power module patient cable. The patient reports that he was lying down when the alarms occured. The alarms stopped and no visual alarms were seen. Review of the log file submitted for analysis contained 9 low speeds and 1 pump stop event. The events appeared to have only occurred when the patient is connected to the patient cable. The function of the pump appears stable when the patient is connected to both batteries. It appears that these events could be a result of a potential damaged patient cable. Additional information provided indicated that a review of a percutaneous lead x-ray did not reveal anything obvious for external percutaneous lead fractures. Nine days later, a pump exchange from one lvad to another lvad took place.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.